Event description:
During a case, the right monitor made a pop noise and emitted a slight burning odor. At that point the right monitor went blank. The case was continued using only the left monitor. There was no patient injury involved with this case.

Manufacturer narrative:
The service rep replaced right monitor and verified operation. System operational at this time.